Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had undefined loose object inside device. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue undefined loose object inside device was confirmed. On 13-march-2026, etco2 was received unboxed and with paperwork. Internal inspection revealed two loose screws. Root cause - two loose screws inside the etco2. The loose screw and nut weren¿t properly installed. Workmanship at bd manufacturing. Recommend bd san diego repair center install and torque the loose screws. Unit will be re-tested by bd san diego repair center after repair is completed, then routed through their normal processes. Failure investigation report attached in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had undefined loose object inside device. There was no patient involvement.